Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device triggered eri (elective replacement indicator) due to a measurement issue in the device. The necessary software was used and the eri condition was cleared. It was also reported that the eri lock up that the device previously experienced caused erroneous measurements on the right ventricular lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) on (B)(4)-2010. Measurement system lock-up issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated/eri (elective replacement indicator) on (B)(6) 2010. Measurement system lock-up issue.

Event description:
It was reported that the device triggered eri (elective replacement indicator) due to a measurement issue in the device. The necessary software was used and the eri condition was cleared. The device is functioning normally and remains in use. No patient complications have been reported as a result of this event.